Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 1:30 pm for a blood glucose level of 501 mg/dl. The customer was treated with an IV. The customer stated that he received no delivery alarms from his insulin pump. Standard troubleshooting was performed. Insulin did not exit the infusion set during a manual prime. The customer did not want to remove the infusion set from his body to check for a bent cannula. The customer also stated he has some scar tissue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).